Manufacturer narrative:
The reported event was confirmed. The only part received from the kit for evaluation was the spear of the component c0474 (biceps button drill pin unsterile). The visual evaluation of the received device noted that the spear is slightly bent caused by a fretting mark in the middle of the device (see evaluation pictures 2 + 3). The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. The most likely cause is due to mechanical damage with another instrument/tool while using excessive force.

Manufacturer narrative:
The reported event was confirmed. The only part received from the kit for evaluation was the spear of the component c0474 (biceps button drill pin unsterile). The visual evaluation of the received device noted that the spear is slightly bent caused by a fretting mark in the middle of the device (see evaluation pictures 2 + 3). The most likely cause is due to mechanical damage with another instrument/tool while using excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the wire had a bend/curve in the middle. This meant that it was not possible to drill through with the large, cannulated drill bit. Per complaint reporter there was no harm for patient, operator or third party. No further information provided.